Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was not getting adequate coverage. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.